Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, there were episode of non-sustained right ventricular (rv) oversensing noted due to noise on the rv lead. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage occurring at time of procedure. The reported event of noise was not confirmed.